Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jul 14, 2008. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an orthopedic surgical procedure, it was discovered that the compact air drive device was ¿not functioning¿. There was a two minute delay to the planned surgical procedure as a result. There was a spare identical device available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer¿s information was unknown. (B)(6). Device manufacture date was unknown. Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was confirmed.  The assignable root cause was determined to be damage from normal use over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.